Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material possibly remained in the device due to physical damage of the device. However, could not identified what was the foreign material. It was unknown whether the user conducted reprocessing in accordance with instructions for use or not. The root cause of the foreign material remained in the device could not be specified. Based on the results of the investigation, the probable cause and root cause of image issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited crystallization of the control body, crystallization of the light guide plug, the image blackout when power on and showed error b30(scope communication error). There was no patient involvement.